Event description:
It was reported that the customer experienced a blood glucose (bg) level of 489 mg/dl and a high ketone level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin as intended, as customer disconnected the pump and did not observe insulin being delivered after an air bolus; however, this could not be confirmed as the customer did not have the pump available to troubleshoot with tandem technical support.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.